Event description:
The reporter stated that the surgeon inserted a cc4204bf collamer single piece lens, but the lens became stuck in the cartridge. There was patient contact, but no injury.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found the lens stuck in the returned cartridge. The cartridge and was found to be spilt. The foam tip plunger was returned inside the cartridge and was found to be bent. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.